Event description:
It was reported that the right atrial (ra) lead exhibited high/rising impedances, low sensing, and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found.